Event description:
It was reported that the implantable cardiac monitor (icm) migrated out of the pocket. The device has been replaced. No patient complications have been reported as a result of this event.